Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Review of the complaint history records were performed which confirmed no inconsistencies. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy, it was reported that the when the instrument probe was plugged into vulcan and the surgeon tried to use it, it was completely non-responsive. No backup device was available but the case was completed. No injuries or complications were reported. There was a five minute delay to procedure.